Event description:
It was reported that on (B)(6) 2024, stabilization to the pump was done for the inflow cannula by anchoring the pump within the chest cavity so that the inflow cannula would not shift towards the septum before the chest was closed and pump compression. It was also noted the patient was on continuous renal replacement therapy (crrt) for kidney perfusion and the pump flow dropped less than 1.0lpm with crrt. On (B)(6) 2024, a right ventricular assist device (rvad) was inserted. There was a mechanical compression issue to the right ventricle and the inflow cannula shifted towards the septum as the chest was closed. It was noted that this occurred due to the size of the patient's chest cavity size, not the left ventricle size which was 5.8cm, and the size of the pump within the patient's chest; the patient's body surface area was 1.36. Once the rvad with graft to the pulmonary artery and right internal jugular (ij) vein was added, flows increased to 2.3lpm on the heartmate 3. Log files were submitted for review. The event log captured multiple low flow alarms and momentary low flow estimates all throughout the log file starting on (B)(6) 2024 to (B)(6) 2024. The estimated flow fluctuated below the alarm threshold of 2.0lpm. Most of the low flow events were unsustain and the estimated flows were averaging from 1.1 to 1.9lpm and pulsatility index (pi) was averaging 2.1 to 10.7 during these events. These appeared to be physiological in nature. The log file also captured set speed changes, 3000rpm low speed at 4700rpm, on (B)(6) 2024 at 08:58, causing a low speed advisory and low pump current. There did not appear to be any type of mechanical circulatory support (mcs) equipment issue that caused these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed. The reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the alarms as well as a direct correlation between the alarms and the reported malposition of the pump could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.